Event description:
It was reported that the left ventricular (lv) lead became dislodged twice while slitting the sheath. The lv port was plugged and no lv lead was implanted. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.